Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ ni. Device requested, not yet received.

Event description:
During a growth plating system procedure the driver could not be removed from the screw; this resulted in the screw pulling out, still attached to the driver. Another driver and screw were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of manufacturing history found no evidence of product non-conformance. A product development engineer reviewed the returned components and determined that the fit of the 3.5mm hex drivers and the head of the 4.5mm x 32mm screw is correct. The root cause cannot be determined.